Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after using the fiber for 14 minutes with 135408 joules there was a fiber tip rupture/reflecting mirror rupture. The procedure was completed with another fiber without patient complications. The gland volume of the patient was 210ml.